Event description:
It was reported three (3) vented paclitaxel sets leaked. The event was further described as the leaks were observed from one ¿bag spike, one of the white markers that should be above the pump, and the filter¿. The event occurred during an unknown process step while connected to spectrum infusion pumps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection showed one set with 3 circled areas (bag spike, one of the white markers that should be above the pump, and the filter) where the leaks reportedly occurred. Due to the nature of the sample no further testing could be performed. Therefore, the leak can not be confirmed nor refuted; nor could the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.